Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of the trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, but not limited to, blood clots, clotting, pulmonary embolism, occlusion of the ivc, subsequent dvt and multiple corrective procedures approximately six months after the implant. The types of procedures have not been provided. The information also indicated that as a direct and proximate result of this malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment and as a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. The filter is not intended for the prevention of dvt. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. There are possible patient and pharmacological factors that may have contributed to the reported event. With the limited information provided and no post implant imaging available for review the reported events could not be confirmed or further clarified, nor is it possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting, pulmonary embolism, occlusion of the ivc, subsequent dvt and multiple corrective procedures. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting, pulmonary embolism, occlusion of the ivc, subsequent dvt and multiple corrective procedures. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s medical records: history of pulmonary embolism, and hematoma. The filter was placed with the hook of the filter towards the right femoral area.the filter was implanted to prevent further pulmonary embolism. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 4 years 2 months post implantation. The patient reports tilt, perforation of filter strut(s) outside the ivc, device unable to be retrieved, and stenosis. Approximately, 4 years and 2 months post implantation patient had an attempted but unsuccessful percutaneous removal procedure. The patient also reports suffering from anxiety.

Manufacturer narrative:
The following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due history of pulmonary embolism (pe), frequent falls, recent trauma from fall, immobility due to painful large right hip hematoma from recent fall, and recent bladder stimulator placement at that time. During implantation of the filter ultrasound guide was used to access the right common femoral vein due to the patient¿s large hematoma in the right hip and the swelling in the groin area. The optease filter was placed with the hook of the filter towards the right femoral area. There was good wall apposition of the filter. The patient was turned to recovery in stable condition. According to the information received in the patient profile form (ppf), approximately on or about four months and seventeen days post implantation of the ivc filter the patient became aware of the alleged events and reports to have perforation of filter struts outside the ivc, tilted filter, stenosis, blood clots, clotting, and/or occlusion of ivc. The patient states that the device is unable to be retrieved. Approximately four months and seventeen days post implantation an attempted but unsuccessful percutaneous removal procedure was performed. The patient also reports to have severe pain and suffering, including from occlusion of their veins, numerous medical procedures, and paralysis. It was reported that a patient underwent placement of the optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and tilted and perforated, the patient reported experiencing an unsuccessful percutaneous retrieval attempt, stenosis, blood clots, clotting, pulmonary embolism, occlusion of the ivc, subsequent deep vein thrombosis (dvt) and multiple corrective procedures approximately six months after the implant. The types of procedures have not been provided. The patient also reports to have experienced severe pain and suffering, including from occlusion of their veins, numerous medical procedures, and paralysis. The indication for the filter placement was a history of pulmonary embolism (pe) in a patient that had a bladder stimulator placed and subsequently developed a hematoma on the right hip after falling down a flight of stairs. The hematoma is painful and mobility limiting and therefore the patient was at risk for developing a dvt and subsequent pe due to immobility and recent trauma as well as surgery. The filter was placed via the right common femoral vein and deployed with the hook of the filter towards the right femoral area. Approximately four months and seventeen days post implant an attempted but unsuccessful percutaneous removal procedure was performed. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern with retrieval difficulty is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Blood clots and clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. The filter is not intended for the prevention of dvt. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. There are possible patient and pharmacological factors that may have contributed to the reported event. The information indicated that there was stenosis and venous occlusion, with the limited information provided it is not possible to draw a clinical conclusion regarding the event. Paralysis and pain do not represent a device malfunction and may be related to underlying patient specific issues. With the very limited information available for review and no imaging it is not possible to draw a conclusion between the reported events and the filter. There is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.